Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. The patient reported that this was the worst procedure that they had ever experienced. The patient stated that they were ¿just miserable¿ throughout the procedure as they had a hard time placing the leads. The patient stated that they were in so much pain. The patient stated that they had pressure and bladder spasms. On (B)(6) 2020, the patient reported that they had been in pain since the procedure. No further complications were reported at this time. No further complications were reported at this time.